Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2214592. D.4. Medical device expiration date: 31-jul-2024. H.4. Device manufacture date: 14-mar-2023. D.4. Medical device lot #: 2262152 5. D.4. Medical device expiration date: 30-sep-2024. H.4. Device manufacture date: 15-nov-2022. D.4. Medical device lot #:. D.4. Medical device expiration date:. H.4. Device manufacture date:. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the tubing had holes and blood splatter occurred. There was no report of adverse patient or user impact. The following information was provided by the initial reporter, translated from french to english: when taking a blood sample, I insert the needle into the patient's vein. I then had a venous return in the device return indicator. I placed my tube from the laboratory and noticed a large amount of air bubbling when the tube was inserted. I therefore withdrew the tube and bugged the needle. I found a good venous return and replaced a new tube. The patient's blood was now spurting out of the tube in large quantities, the blood was no longer flowing in the tube and there was air+++. I then retracted the needle into the system and found porosity/holes in the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes. Returned to manufacturer on: 23-aug-2023. Bd received 2 samples, 1 used from lot 2262152 and 1 unused from lot 2214592, for investigation. The used sample was evaluated by visual examination and the indicated failure mode for hole in tubing with the incident lot was observed. The unused sample was evaluated by visual examination and functional testing and the indicated failure mode for hole in tubing with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the tubing had holes and blood splatter occurred. There was no report of adverse patient or user impact. The following information was provided by the initial reporter, translated from french to english: when taking a blood sample, I insert the needle into the patient's vein. I then had a venous return in the device return indicator. I placed my tube from the laboratory and noticed a large amount of air bubbling when the tube was inserted. I therefore withdrew the tube and bugged the needle. I found a good venous return and replaced a new tube. The patient's blood was now spurting out of the tube in large quantities, the blood was no longer flowing in the tube and there was air+++. I then retracted the needle into the system and found porosity/holes in the tubing.